Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that button were harder to push, had unexpected no delivery alerts and the insulin pump was cracked in the window and around the cap where the reservoir was inserted. Customer stated that insulin pump had lost settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.